Manufacturer narrative:
Investigation closed 9/27 and reopened 10/9 for a sample return - therefore the awareness date for the investigation closure was updated to 31oct2023 km. (B)(4) follow up for device evaluation. It was reported the syringe would not push forward. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution expelled with a normal flow. Previous investigations have revealed that process variations during the needle lubricant application process could create clogged needles. The syringe was sent to the manufacturing site for investigation. A visual inspection was performed and there were no defects observed that would contribute to the needle clogged / blocked defect. There is sufficient silicone inside of the barrel. When exercising the plunger there is smooth motion with no interruption. A device history record review was completed for provided material number 306619, lot 2236328. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
(B)(4) additional information received. Mat#: 306619, batch#:2236328. It was reported by the customer that syringe won't push forward. Verbatim: rcc received the complaint via email. MFR reorder # 192-(B)(6). Product name syr/ndl, sfty 192-(B)(6) org3cc 25gx1." Lot / serial number: (B)(6). Product concern: syringe won't push forward.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd syringe with precisionglide¿ needle was clogged. The following was received from the initial reporter: product concern. Syringe won't push forward.